Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 200 mg/dl. Advised the pump will need to be replaced and to revert to back up plan. Assisted customer with getting pump rewound the insulin pump will be returned for analysis

Manufacturer narrative:
The device was received with currents in specification. No unexpected failed battery was noted. The device passed unexpected restart error alarm. The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip and cracked lcd window.